Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen. And the balloon was tightly folded. There was a hole in the inner shaft 37mm from the tip. And a hole in the outer shaft 39mm from the tip. The damage was consistent with and interaction with a guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported, that shaft break occurred. The 80-90% stenosed, target lesion was located in the severely calcified middle of right coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it was noticed, that the delivery shaft was fractured. The device was completely removed without any issue noted. And the procedure was completed with another of the same device. There were no patient complications nor injuries reported. And the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 80-90% stenosed target lesion was located in the severely calcified middle of right coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it was noticed that the delivery shaft was fractured. The device was completely removed without any issue noted and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.